Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic around the jaws of the tip was melting away from the metal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The heater wire was flexed away from the center of the hot jaw. The wire remained in place at the tip and the base of the hot jaw. Tissue and char buildup was observed on the jaws. Large amount of blood were observed on the harvesting tool handle. A microscopic inspection determined that the silicone was completely intact. No other failures were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure mode ¿thermal decomposition of device; jaw¿ was not confirmed but was confirmed for the analyzed failure "material twisted/bent; wire". Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic around the jaws of the tip was melting away from the metal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.